Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39286-65, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was undergoing a normal battery replacement surgery. The representative warned the physician to be careful with the leads as they might coil in front of the ins but the physician dissected down too far and cut the tail to 8-15 off- they completely cut the tail off and took it out. The patient only used the 0-7 tail anyway and was able to receive great coverage with this tail. When the physician didn't put the 0-7 tail all the way in, only 0 and 7 were out of range; when they completely inserted 0-7, all contacts (0-7) were out of range. The device showed red on 0-7 and 8-15. The physician decided not to insert 0-7 all the way into the header block as contacts 1-6 were good. The patient was programmed using only electrodes 1-6 and were receiving good coverage. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the electrodes being out of range was due to the lead, which was damaged by cutting it. No further complications were reported or anticipated.